Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device is completed on (B)(6) 2022. There were no patient consequences.

Event description:
It was reported the device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021. Explant of the device is completed on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
The reported event of pacemaker header anomaly advisory was not confirmed. As received, a single device was returned for analysis. Electrical tests and longevity assessment did not identify any anomalies.